Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, most recently displayed a monitoring voltage of 2.56 volts and a charge time of 11.8 seconds. This device was subsequently determined to be in storage mode. A device in storage mode means that the device cannot shock or pace and the patient should be considered unprotected. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this crt-d has not been returned to the post market quality assurance laboratory for analysis purposes. As new information would become available, this report will be further evaluated and updated.